Event description:
It was reported that the patient's blood glucose rose to 400 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to be dislodged. It was also reported that the patient felt pain. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided.